Manufacturer narrative:
Failure analysis confirmed that the insulin pump had a blank with blank display problem isolated to the lcd board. The insulin pump was received with cracked reservoir tube and with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display and physical damage. Blood glucose at the time of incident was unknown. The customer states the blank display even after removing the battery for ten minutes. The customer states the insulin pump had a crack under the b button, leading to the reservoir. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.